Event description:
In 2008, the pt reported that he noticed the adhesive of his infusion sets is not as sticky as it used to be. He stated that he has experienced infusion sets fall off after two days of use. He stated that the infusion sets usually fall off after he has exercised and perspired a lot. He stated that he does use IV prep prior to adhering the infusion site. No physiological effects were reported. The pt was sent opsite dressings. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.